Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. No programming changes were made. The patient status was unknown.

Event description:
New information noted that the right ventricular (rv) lead exhibited oversensing of electromagnetic interference (emi) that caused pacing inhibition. The patient was stable throughout.